Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to failure of the video connector cables. It is likely the image flickering occurred when the user connected the electrical contact point of the video connector without adequate drying and when there were foreign objects (for example: chemical residue, water cerumen, sebum staining, dust, gauze). Handling of the equipment is described in the instructions for use: "make sure the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear".

Manufacturer narrative:
Olympus evaluated the suspect device and a loose video connector latch was found, causing the unstable flickering image.

Event description:
An olympus, cv-190 was returned to olympus for inspection. Upon inspection, it was determined that the image was unstable and flickering. There was no patient injury or harm, associated with the problem, reported to olympus.